Manufacturer narrative:
Correction: h10 - related report numbers updated from "n/a" to: 3003637092-2024-00059-2.

Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint query for this product was not performed because the lot number was not reported. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported difficulties; however, the surgical intervention appears to be related to circumstances of the procedure. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot which is likely the result of the reported foot separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - a partial UDI was provided as the lot number is not known. Attachment medwatch report #uf/importer report# (B)(4).

Event description:
A medwatch report was received stating: "situation: proglide failed to close surgical site and resulted in a small retained piece of the device inside the surgical field. Background: proglide is used in vascular procedures to close the site at surgery completion. While using the device it failed to close requiring a cut down to close. During this portion of the surgery a small black plastic piece was noted and found to be a piece of the closure device. Assessment: device failure resulting in broken piece left behind and retrieved recommendation: will report to FDA for tracking and trending - surgeon notes this is the first of these occurrences for them." This was reported as a closure with a proglide device related to a procedure. Reportedly, the footplate failed to close and the device could not be removed; therefore, a cutdown was performed. During the cutdown, a separated portion of the foot was found in the patient anatomy. The broken piece was removed, and hemostasis was achieved via cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.